Event description:
Consumer stated that the rubber elastomer bristles were falling out while using the toothbrush. The elastomer did come off while in use but consumer felt it and spit it out. Consumer no longer has the product.